Event description:
A remstar w/sd card hum device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. In addition, the service center found contamination from dust fail and has a presence of error code e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.